Manufacturer narrative:
(B)(6) 2018. The customer performed troubleshooting with technical support. The customer cleaned the air inlet filter and the issue was resolved. Reportedly, the ventilator was returned to service. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator was alarming high pressure. There was no patient harm reported. The event date was not specified; estimate used.